Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. The pump was unable to perform functional testing due to cracked and bleeding lcd glass. The pump was received with cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced missing segments/partial display and damage on the insulin pump. The customer's blood glucose value was 123 mg/dl. The customer stated that they bumped the pump into a rail and the screen is messed up. The customer stated that the screen was black and they were not able to read it. The product was returned for analysis.